Event description:
Treatment of left sfa with 5x100 balloon accessed with 0.035" guide wire and 7fr sheath. Device prepared per IFU and inserted into pt. Inflated to 8 atm for 1 minute then taken down to 2 atm and capture process initiated. After invagination and capture the physician attempted to retrieve the device but it was tuck inside the sheath. The device was advanced forward into the pt body, re-inflated to 3 atm and the handle was advanced to unfold the balloon, which was confirmed by fluoroscopy. Upon a second deflation, the physician was unable to deflate the balloon. The physician indicated that the outer tube detached from the handle. Guided by fluoroscopy, the physician punched and deflated the balloon, and successfully removed the device through the sheath. Post angiography revealed intact vessel with no dissection or any damaged inflicted to the pt artery.

Manufacturer narrative:
The device history records were carefully reviewed with special attention to raw materials, subassemblies and mfg process and qual control testing. This lot meet all release criteria. There was nothing found to indicate there was a mfg related cause for this event. During the visual inspection we noticed that the outer tube detached from the handle. This seems to be caused by applying excessive force during the procedure. Please note, in the IFU it is clearly stated under warnings section that "the application of excessive proximal force when retracting the device into the sheath may damage the balloon and result in difficulty in retrieving the catheter".